Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient experienced pain. The right ventricular (rv) lead perforated and the patient's heart was repaired. The rv lead tip was physically abused and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was severed, the tip was not returned. The lead passed testing.

Event description:
Boston scientific received additional information from product analysis closure. It was reported that the patient experienced pain. The right ventricular (rv) lead perforated and the patient's heart was repaired. The rv lead tip was physically abused and the lead was explanted. No additional adverse patient effects were reported.